Manufacturer narrative:
One cadd ms3 pump was returned for analysis in good condition. Functional and visual testing was performed to test the pump. The customer's stated problem was verified. The pump was inspected and during power up, it alarmed error code 108 on the screen the error code 108 is a reference to motor issue. However, in this case, it can also be a microprocessor board issue. Further investigation of the pump determined that the microprocessor board was defective and the cause of the issue. Therefore, the microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump displayed a system fault error. There was no serious injury or adverse events reported.